Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information from a nurse in (B)(6) of peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. The patient experienced peritonitis on an unknown date. Follow-up with the nurse revealed the patient was hospitalized for the peritonitis on (B)(6) 2012 and was discharged on (B)(6) 2012. It was unknown if a peritoneal culture was performed. The patient outcome was unknown. The nurse reported the cause of the peritonitis was due to the patient was not wearing a mask and sneezing. The nurse was not at the unit that was responsible for this patient at this time and therefore did not have information available to answer all questions.

Manufacturer narrative:
(B)(4). The problem is confirmed because nurse reported break in aseptic technique by patient described as patient was not wearing a mask and sneezing. The assignable cause is undetermined. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Should additional information become available, a follow-up report will be submitted.